Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. No additional information was provided, including customer/caller identifying information. Caller declined to provide further details and troubleshooting and follow up from tandem technical support.